Event description:
It was reported that the sterile packaging was worn and the implant had a smudge on it. Subsequently, the surgeon did not use the implant and another implant was opened. No harm to the patient was reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the device pouch is scuffed and dimpled, and the device does have a scuffing or smudging in in the center and along the edge of the tray. However, as the pouch is open in the photo, it cannot be determined when the device smudge occurred. Additionally, as the products were not returned and all parts of the packaging cannot be seen in the photo, it cannot be determined if sterility was compromised. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue for pouch damage is attributed to transit damage. The root cause of the reported issue for the device smudge cannot be determined as the product was not returned and the packaging was opened in the provided photo. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.